Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of internal organs'), device dislocation ('migration of the essure device') and genital haemorrhage ('bleeding') in a female patient who had essure inserted for female sterilisation. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (required to undergo a partial hysterectomy and bilateral salpingectomy and was required to undergo a partial hysterectomy and bilateral salpingectomy). Essure was removed in (B)(6) 2017. At the time of the report, the perforation, device dislocation and genital haemorrhage had not resolved. The reporter considered device dislocation, genital haemorrhage and perforation to be related to essure. No further causality assessment were provided for the product. The reporter commented: patient sought treatment on multiple occasions for symptoms. She was forced to undergo a major surgery as a result of her essure implants. She has been left with serious injuries. Amendment: the report was amended for the following reason: upon internal review it was identified case no - (B)(4) (deletion case) found to be duplicate of case no (B)(4)(retention case). So this case should go for deletion from argus database.all information, source document , reference numbers are transferred from (B)(4) (deletion case) to (B)(4) (retention case). No new follow-up information was received from the reporter. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of internal organs"), device dislocation ("migration of the essure device") and genital haemorrhage ("bleeding") in a female patient who had essure inserted for female sterilisation. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (was required to undergo a partial hysterectomy and bilateral salpingectomy). Essure was removed in (B)(6) 2017. At the time of the report, the perforation, device dislocation and genital haemorrhage had not resolved. The reporter considered device dislocation, genital haemorrhage and perforation to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms. She was forced to undergo a major surgery as a result of her essure implants. She has been left with serious injuries. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.